Event description:
9mm unreamed femoral nail was implanted for an inquist type iii fracture located at the junction of the distal and mid one-third of the femur. Approximately 11 days post-op, the nail was found to be broken through the most proximal distal hole locking area. Nail was removed.

Manufacturer narrative:
Questionnaire was returned by surgeon on 7/8/97. No evaluation could be performed. No conclusion could be drawn. Device was not returned. Lot number was not provided.